Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted lead due to noise observed and no detection of sensing, pacing, or impedance with the analyzer. The cable and programmer were exchanged and there was still no signal observed. The physician did not reposition the lead due to the lead position was anatomically perfect, instead the physician elected to remove the lead and implant a non-boston scientific lead. The new lead was successfully implanted with no complications reported. The attempted lead is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted lead due to noise observed and no detection of sensing, pacing, or impedance with the analyzer. The cable and programmer were exchanged and there was still no signal observed. The physician did not reposition the lead due to the lead position was anatomically perfect, instead the physician elected to remove the lead and implant a non-boston scientific lead. The new lead was successfully implanted with no complications reported. The attempted lead is expected to be returned for analysis. No adverse patient effects were reported.